Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 5 would not open freely during recovery due to the missing mandrel torsion spring on the drawer. A field service engineer swapped the full height drawer from an out of service unit. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a failed drawer. This incident resulted in a delay to patient care within the critical care unit and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.